Manufacturer narrative:
This report is submitted on march 18, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. Additional information has been requested; however, this has not been made available as of the date of this report.

Manufacturer narrative:
Based on clinical symptoms and troubleshooting performed on (B)(6) 2019 it was determined that the results are consistent with a device malfunction; subsequently the device was explanted on (B)(6), 2019. This report is filed on june 27, 2019.